Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited damage of the fiber bonding in the outer tube area, poor image quality and foreign material in the plug unit section. There was no patient involvement.